Manufacturer narrative:
Per customer, qc, calibrations, and system checks prior to and after the event recovered within customer's specifications. The samples were collected in greiner, lithium heparin tubes with gel separators. The specimens are centrifuged at 3,000 rpm, (approx 1,100g of rcf) for 5 minutes. Tube manufacturer recommendation for centrifugation of lithium heparin tubes with gel separators is 2,200g of rcf for 15 minutes. A field service engineer (fse) was dispatched to the customer's lab on 11/28/06. The fse noted that samples in question had visual cells on top of the gel separator after centrifugation. The fse performed diagnostic and accu tnl precision testing; all results passed with specifications. Although pre-analytical, sample handling may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results that were generated by the unicel dxl 800 access instrument. Three (3) patient samples (a,b, and c) were tested for accu tnl and the results were: 0.66ng/ml, 0.97ng/ml and 1.14ng/ml for patients a,b and c respectively. The accu tnl results were not reported out of the lab. The customer re-tested the original samples for accu tnl and the repeated results were: 0.01ng/ml, 0.02ng/ml, and 0.01ng/ml for patients a,b, and c respectively. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.